Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call high blood glucose levels and issues with their infusion set. Customer's blood glucose level was 600 mg/dl. Customer had issues with their infusion sets multiple times as insulin would not go through properly. Customer declined to troubleshoot for high blood glucose levels.